Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.

Event description:
The pt is pursuing a product liability claim arising out of the use of the nexgen cr-flex femoral component. It was reported by the pt's counsel that the patient received an implant on (B)(6) 2010 and experienced pain. Legal update received (B)(6) 2014 with patient weight, products implanted, primary and revision op notes indicates that the pt's tm monoblock tibia was revised on (B)(6) 2012. Note that the nexgen cr femoral component is within zimmer warsaw design control and the tm monoblock tibia is the only component that is within zimmer tmt design control.